Event description:
"After insertion, the hard plastic hub (luer) came out of the catheter. The device was removed and a new one was placed in the patient. There was no patient injury".

Manufacturer narrative:
Replacement of device occurred; medical intervention was needed. Complainant did not provide sufficient information on 11/2/05.